Event description:
A male pt was enrolled in the study in late 2007 with 2-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion initially treated was in the mid left anterior descending (lad). The vessel and lesion characteristics are unk. A 2.75 x 23 mm cypher select stent was implanted. Six days post index procedure, the pt returned for a staged procedure to treat an 80% stenosed lesion in the proximal right coronary artery. The lesion was treated with a 3.0 x 13mm cypher select stent. It was also noted that there was 95% diameter stenosis in the previously treated lesion in the mid lad.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.